Event description:
According to the customer, on (B)(6) 2024 she "turned to the side to put a package on the rollator seat" when "the rollator collapsed" and hit her in the "ankle and shin".

Manufacturer narrative:
According to the customer, on (B)(6) 2024 she "turned to the side to put a package on the rollator seat" when "the rollator collapsed" and hit her in the "ankle and shin". The customer reported she "iced and elevated" her ankle for "a day" and went to the emergency room the following day. The customer reported "x-rays" were taken in the emergency room and they gave her "a shot" for pain. The customer reported the "x-ray confirmed a fracture" in her ankle. The customer reported she was given a "boot" and told to take "tylenol" at home for pain. The customer reported she is still in pain and does not feel like it is getting better. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.